Event description:
A patient called into technical support for an unrelated issue and reported he ha been treated for peritonitis. Follow up with peritoneal dialysis registered nurse (pdrn) confirmed the peritonitis diagnosis. According to the medical records received, the patient presented to emergency room on (B)(6) 2014 with complaints of abdominal pain, nausea, and vomiting. He had a low grade fever of 99.1. The patient reported "a couple days ago the drainpipe fell into the toilet" during his continuous cycling peritoneal dialysis (ccpd) treatment. He then cleaned it off and continued using it. He was admitted to the hospital on (B)(6) 2014 and treated with antibiotics. He was discharged to home on (B)(6) 2014. He is continuing on ccpd.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records wa conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. A clinical investigation ws performed by the post market clinical staff. It finds the following: this is a patient with history of esrd on home peritoneal dialysis; reportedly, patient suffered an event of peritonitis. Peritonitis is a known complication of peritoneal dialysis, caused by poor aseptic technique or a break in the sterile filed. This event of peritonitis may have resulted from use error.